Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 02, 2020, a spiral blade inserter would not pass through spiral blade aiming arm. Procedure outcome was successful. There was a surgical delay of 1-2 minutes. Patient status was unknown. Concomitant devices reported: spiral blade aiming arm for ti cannulated humeral nails-ex (part 03.010.055, lot unknown, quantity 1). This report involves one (1) spiral blade inserter for ti humeral nails. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 358.696, synthes lot number: 4986688, supplier lot number: n/a, release to warehouse date: may 05, 2005, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.